Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported waking up feeling dizzy. He also stated that he was vomiting overnight and had back pain. Upon waking up, the patient noticed his wearable had failed at some point while he was sleeping. No bg meter reading was taken at this time. The patient was also wearing an omnipod insulin pump. 911 was called and the patient was transported to the ER. At the ER, the patient could not recall his bg meter value or what medication or treatments he was provided. He did state he was diagnosed with dka and admitted to the hospital for 2 days prior to being discharged. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.